Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B53559) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, sleep apnea, gerd, hypertension, snoring, rhinitis and multigravida. Previously administered products included for birth control: depo provera from (B)(6) to (B)(6) . Concurrent conditions included morbid obesity and uterine bleeding. In (B)(6) , the patient experienced dyspareunia ("painful intercourse"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), alopecia ("hair loss"), arthralgia ("joint pain"), photosensitivity reaction ("photo sensitivity"), musculoskeletal pain ("pain both shoulders"), allergy to metals ("likely nickel allergy") and fatigue ("fatigue"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) , the patient experienced vision blurred ("vision/eye problems (type: blurred vision)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), abdominal pain lower ("lower abdominal pain"), urticaria ("hives"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), erythema nodosum ("rashes or skin conditions (type: erythema nodosum)"), food allergy ("rash reaction from food") and menstruation irregular ("irregular periods"). The patient was treated with surgery (surgery to remove the essure implant, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash, abdominal pain lower, urticaria, dyspareunia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, vision blurred, weight increased, alopecia, arthralgia, photosensitivity reaction, food allergy and fatigue outcome was unknown and the erythema nodosum, musculoskeletal pain, menstruation irregular and allergy to metals was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, erythema nodosum, fatigue, food allergy, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, musculoskeletal pain, nausea, pelvic pain, photosensitivity reaction, rash, urinary tract disorder, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: complete coils protruding into uterine cavity: right: 1 , left: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet received. Events abnormal bleeding (vaginal, menorrhagia), erythema nodosum, bladder or urinary problems or changes, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia, vision/eye problems (type: blurred vision), weight gain, hair loss, joint pain, photo sensitivity, pain both shoulders, rash reaction from food, irregular periods, likely nickel allergy, fatigue were added. Lot number & lab data updated. Concomitant, historical conditions drugs were added. Product, patient & reporter information was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B53559) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, sleep apnea, gerd, hypertension, snoring, rhinitis and multigravida. Previously administered products included for birth control: depo provera from (B)(6) to (B)(6). Concurrent conditions included morbid obesity and uterine bleeding. Concomitant products included levothyroxine and naproxen. In (B)(6), the patient experienced rash ("skin rash"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse )"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain/ loss (specify which one) weight gain"), alopecia ("hair loss"), arthralgia ("joint pain"), photosensitivity reaction ("photo sensitivity"), musculoskeletal pain ("pain both shoulders"), allergy to metals ("likely nickel allergy"), fatigue ("fatigue") and hypersensitivity ("allergic or hypersensitivity reaction"). On (B)(6) 2014, the patient had essure inserted. In 2017, the patient experienced vision blurred ("vision/eye problems (type: blurred vision)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), urticaria ("hives"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), erythema nodosum ("rashes or skin conditions (type: erythema nodosum)"), food allergy ("rash reaction from food") and menstruation irregular ("irregular periods"). The patient was treated with surgery (surgery to remove the essure implant, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash, abdominal pain lower, urticaria, dyspareunia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, vision blurred, weight increased, alopecia, arthralgia, photosensitivity reaction, food allergy and fatigue outcome was unknown and the erythema nodosum, musculoskeletal pain, menstruation irregular, allergy to metals and hypersensitivity was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, erythema nodosum, fatigue, food allergy, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, musculoskeletal pain, nausea, pelvic pain, photosensitivity reaction, rash, urinary tract disorder, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: complete coils protruding into uterine cavity: right: 1 , left: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received. Concomitant medication added. Following event : allergic or hypersensitivity reaction was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. B53559) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypothyroidism, sleep apnea, gerd, hypertension, snoring, rhinitis and multigravida. Previously administered products included for birth control: depo provera from 2014 to 2016. Concurrent conditions included morbid obesity and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dyspareunia ("painful intercourse"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), weight increased ("weight gain"), alopecia ("hair loss"), arthralgia ("joint pain"), photosensitivity reaction ("photo sensitivity"), musculoskeletal pain ("pain both shoulders"), allergy to metals ("likely nickel allergy") and fatigue ("fatigue").in 2017, the patient experienced vision blurred ("vision/eye problems (type: blurred vision)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), abdominal pain lower ("lower abdominal pain"), urticaria ("hives"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("menorrhagia"), erythema nodosum ("rashes or skin conditions (type: erythema nodosom)"), food allergy ("rash reaction from food") and menstruation irregular ("irregular periods"). The patient was treated with surgery (surgery to remove the essure implant, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash, abdominal pain lower, urticaria, dyspareunia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, vision blurred, weight increased, alopecia, arthralgia, photosensitivity reaction, food allergy and fatigue outcome was unknown and the erythema nodosum, musculoskeletal pain, menstruation irregular and allergy to metals was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, arthralgia, bladder disorder, dysmenorrhoea, dyspareunia, erythema nodosum, fatigue, food allergy, genital haemorrhage, headache, menorrhagia, menstruation irregular, migraine, musculoskeletal pain, nausea, pelvic pain, photosensitivity reaction, rash, urinary tract disorder, urticaria, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: complete coils protruding into uterine cavity: right: 1 , left: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), rash ("skin rash"), abdominal pain lower ("lower abdominal pain"), urticaria ("hives") and dyspareunia ("painful intercourse"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, rash, abdominal pain lower, urticaria and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, pelvic pain, rash and urticaria to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.